Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-11600. It was reported that pt has fallen on more than one occasion. It was also reported after the fall(s) the pt began to experience chest pains. The pt also began to experience stimulation in unintended areas and vibrating in the needed areas after the fall(s). The pt also stopped recharging the ipg as recommended after experiencing the fall(s). As a result, the pt lost stimulation. When the pt exchanged chargers, the replacement charger was unable to communicate with the ipg along with the old charger. The next course of action is unk at this time.